Event description:
It was reported that the patient received inappropriate therapy. Oversensing was observed, which seemed to be due to non physiological signals. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.